Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was only able to fill cartridge with 250 units of insulin due to the cartridge beginning to leak once the cartridge had been filled with 250 units of insulin. Customer's blood glucose was 150 mg/dl. Reportedly. The customer loaded the cartridge and resumed insulin delivery.